Event description:
The neurostimulator (ins) was defective. The pt experienced intermittent stimulation and tremors. Since the ins was implanted, he has had no tremor control. There have been a few brief moments when he had tremor control. The programming was double checked and the impedances were normal. He has missed work due to this problems. The ins was replaced. The pt was doing fine and recovered without sequela.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.